Event description:
The device was implanted 3/31/98. Since that time the device has had nine high voltage charges. At the last follow-up on 7/16/98 the unloaded battery voltage was 3.15v. At this pt's next follow-up session on 10/26/98, the battery had depleted to 2.65v despite having had only one high voltage charge for a capacitor maintenance. The device was explanted.